Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: at analysis, it was noted that the stated reason for return was not confirmed. The device passed its incoming functional test. It was noted that the battery contacts were visibly contaminated. The pacing continuation and current drain test was performed and the result was ok. The main board and liquid crystal display were inspected with no observations. The battery contacts were inspected and the visible signs of contamination were removed. The device was tested with ts4 and a software test and it was noted that it passed all tests. It was later indicated that the product was to be scrapped.

Event description:
It was reported that the external pulse generator turned off by itself "a couple of times." It was further noted that the battery was "ok." The generator was returned for service. There was no patient involvement, it was indicated that this occurred during maintenance of the device.